Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the external pulse generator (epg) was connected to a patient, the patient experienced atrial fibrillation, potentially caused by atrial refractory period pacing. During a procedure, back-up pacing was performed in ddd mode at 40 ppm (pulses per minute), but the back-up pacing was turned off after the procedure. Two days later the epg was operated in ddd mode at 80 ppm. As a result it was alleged that atrial fibrillation occurred due to atrial refractory period pacing. The epg was returned for servicing. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: reported failure was not confirmed. Defective open/close button for the battery was found. Normal operation was confirmed at reception. The product will be returned to the customer with no repair. If information is provided in the future, a supplemental report will be issued.